Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: singapore the investigation is complete. This is an initial final report submission. The device was returned used and full of fluid. Functional testing confirmed the original battery did not power on the handpiece. The handpiece did power on when connected to a lab battery. Visual inspection of the interior of the battery pack found there was fluid inside the pack and the batteries were wet. The terminals were rusted and had evidence of electrolyte. The batteries were installed in the correct orientation. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the sales rep that during surgery the pulsavac battery would not work. There was no patient involvement and no information on any battery expulsion, corrosion, leaking. Due diligence is complete. There is no additional information. At product evaluation investigation visual inspection of the interior of the battery pack found that the terminals were rusted and had evidence of electrolyte. No adverse events were reported as a result of this malfunction.